Manufacturer narrative:
The electronic logfile was available for investigation and the reported symptom could be reproduced by means of information recorded therein. The internal monitoring of the perseus detected a communication disturbance with the cpu. Communication could successfully resumed by performing a warmstart which lasted about 12 seconds. During this time all actuators were temporarily deactivated before therapy was continued with the last valid settings. The log entries also confirmed the reported o2 supply alarm, which was related to the warmstart and not to an actual problem with the o2-supply. Based on the available information the root cause for the communication disturbance could not be determined. As the log file did not contain further instances indicating a similar problem, both a persistent hardware failure and a systematic software issue could be ruled out. The described behavior complies with the specified safety concept. The perseus repeatedly passed the automatic self-test after the event without any failures. Similar cases have not been reported to draeger.

Event description:
It was reported that the device failed during use and generated alarms indicating low o2 supply. There was no injury reported.